Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on the shock channel. Technical services (ts) was consulted and advised possible myopotential sensing on the shock channel. It was noted there was baseline noise observed on the right ventricular (rv) channel and farfield r-wave oversensing (ffos) observed on the atrial channel, but neither were sensed by the device. Ts provided additional information on device function and no adverse patient effects were reported. No further assistance was requested at this time. The device and the rv lead remain in service.